Event description:
Reporting status: serious injury - medical intervention/permanent impairment. Reporting rationale: device remains in patient; bypass surgery. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the rca. The 2.5 x 15 mm promus was advanced, but was unable to cross. An attempt was made to withdraw the stent delivery system (sds) into the guide catheter, at which time the stent dislodged in the rca. The patient went to surgery for single bypass and the patient is stable. The dislodged stent remains in the patient. The only patient complications due to the dislodged stent was chest pain. There is no additional event or patient information available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - the failure to cross is likely related to the reported heavily calcified lesion potential causes for stent dislodgement, may include inadequate crimping at the time of manufacture, positive pressure during preparation for use, handling of the stent during preparation, or interaction of the stent with the lesion or accessory devices. The IFU states, "should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit." A conclusive root cause for the reported issues cannot be determined.